Event description:
It was reported that high defibrillation impedance and increased r-wave amplitude were observed on the right ventricular lead. No intervention was performed. The patient was stable.